Event description:
While trying to balloon a region in the left sfa, the physician pulled the balloon back when it may have not been totally deflated, and upon trying to remove, the balloon tore. The physician decided to stent a piece of the balloon up to artery wall. No injury to the pt reported.